Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump's lcd is not working during testing. No patient was involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported issue that the lcd was not working. The unit was triaged and the customer¿s reported condition was confirmed. It was verified that the unit did have damage to the lcd, and there was a damage mark approximately 1 inch long that obscured that part of the screen. It was caused by a physical impact of some sort. There was a puncture in the overlay in the lower right quadrant of the screen, and directly behind it there was a mark approximately 1 inch long that obscured the screen. The potential root cause is excessive damage due to customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.